Manufacturer narrative:
Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right knee revision on (B)(6) 2024, with no additional revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
The reason for the reported event cannot be determined from the available information. Based on length of implantation following the first revision, this event appears unlikely to be secondary to prosthesis wear. However, the alleged failure could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag. H6: corrected the following: health effect - clinical code, impact code, component code, type of investigation, investigation findings, investigation conclusions.